Event description:
The customer received a questionable acetaminophen result on their integra 400 plus analyzer. Sample testing was performed on serum samples in aliquot tubes. The patient's initial acetaminophen result was 23.5 umol/l and was reported outside the laboratory. Later that morning, the customer tested a new blood draw and the result was 276.6 umol/l accompanied by a data flag. The repeat result was 279.0 umol/l accompanied by a data flag later that afternoon, the customer tested a third blood draw and the result was 95.2 umol/l. The repeat result was 93.7 umol/l. As the patient was admitted to the hospital for an acetaminophen overdose, the customer retested the first sample. The initial sample's first repeat result was 931.8 umol/l accompanied by a data flag. The second repeat result was 932.3 umol/l accompanied by a data flag. There were no adverse events. The acetaminophen lot number and expiration date was not provided.

Manufacturer narrative:
A specific root cause could not be determined. The raw data of the initial sample measurement shows that no sample was pipetted; however a specific cause for the pipetting issue could not be identified. A root cause with the application or reagent itself could be excluded. No adverse event was reported. The patient had been admitted to hospital due to an overdose of acetaminophen and the physician continued the treatment regardless of the result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).